Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at rochester methodist campus complaint received via email on 03nov2023,it was reported that the wound drainage one was 19 french version. The issue was they needed to identify which evacuator need to go with the drains, as they were having issues with the suction and holding air. The representative advised the customer since those were silicone drains should be able to use any of our silicone bulb evacuators. The customer tested the drain with an attached bulb under water this morning and where the bulb attaches to the drain, it slowly leaked air and decompressed. Per additional information received via liberator email on 21nov2023, the issue was that customer are concerned the evacuator bulbs do not work with their compatible silicon drains. The lot number that I have on the shelf currently is nghu0210 for the bulb evacuator. Before, we pulled multiples off the shelf as they each had different lot numbers. The impact to the patients were delayed recoveries and our last patient ended up with a hematoma forming. That had been an issue for apparently 2 months now but was never brought to my attention to investigate. The working providers within the breast and plastic space are unwilling to use the evacuator and drains until this has been resolved.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that plastic surgery clinic providers have noted 7 patients experienced issues with jp drain bulbs holding suction. All the patients who experienced issues had surgery at (B)(6). Complaint received via email on 03nov2023,it was reported that the wound drainage one was 19 french version. The issue was they needed to identify which evacuator need to go with the drains, as they were having issues with the suction and holding air. The representative advised the customer since those were silicone drains should be able to use any of our silicone bulb evacuators. The customer tested the drain with an attached bulb under water this morning and where the bulb attaches to the drain, it slowly leaked air and decompressed. Per additional information received via liberator email on 21nov2023, the issue was that customer are concerned the evacuator bulbs do not work with their compatible silicon drains. The lot number that I have on the shelf currently is nghu0210 for the bulb evacuator. Before, we pulled multiples off the shelf as they each had different lot numbers. The impact to the patients were delayed recoveries and our last patient ended up with a hematoma forming. That had been an issue for apparently 2 months now but was never brought to my attention to investigate. The working providers within the breast and plastic space are unwilling to use the evacuator and drains until this has been resolved.